Event description:
A report was rec'd from FDA's medical products reporting program stating that a pt experienced symptoms of red, puffy eyes and a total loss of vision in the left eye while using renu with moistureloc multi-purose solution with acuvue contact lenses. He reported using the solution from 2003 through 2005. In 2006, authorities took him to the hosp where he was hospitalized for nine days. The pt was diagnosed with keratitis and underwent a corneal transplant of the left eye. He was treated with an IV, eye drops, and unspecified eye ointment. He stated that his right eye was also infected; however, the right eye did not require surger. The pt reported he has regained the sight in his left eye. Although, he continues to experience cloudy vision.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.